Manufacturer narrative:
(B)(4). Investigation log files of the reported error were provided and reviewed by a subject matter expert, and confirmed the reported event. The logs confirmed that two case launches were performed, and both encountered errors. There was no indication in the logs that a software defect or anomaly caused or contributed to the observed error. A field service engineer (fse) was onsite to investigate the robot. The engineer observed that the starc card was causing an unknown robotic error. The fse placed the starc card into a new slot correcting the issue. Review of the DHR/servicing history identified no deviations or anomalies related to the reported event. The cause for the robotic error was determined to be a malfunctioning starc card connection. However, a definitive root cause could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the setup for a rosa knee case, immediately after the case was launched, the red emergency light came on, and they could not extend to the draping position. Subsequently, after quitting the case, the robotic arm could not be returned to the park position. Conventional instrumentation was used to complete the case. Upon evaluation, there was an issue with the starc card resulting in connection issue. No additional information available.